Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver described fluctuating blood glucose after a missed meal announcement while using the ilet, with readings ranging from a high of 245 mg/dl to a low of 45 mg/dl and no device alerts or alarms reported. Symptoms included hypoglycemia and hyperglycemia, with the user experiencing low readings overnight requiring carbohydrate intake; no immediate health effects beyond the glycemic excursions were reported. Outcomes included self-treatment with oral carbohydrates, no hospitalization, no ketone testing, no steroid use, and no professional medical attention. Investigation included user interview and troubleshooting education focused on meal announcement practices and carbohydrate-based hypoglycemia correction. Investigation of this case revealed user-related factors, specifically a missed meal announcement and post-event correction behavior, as the precipitating cause of the glycemic variability; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and hypoglycemia correction practices.